Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set and cartridge change with a steel 6 mm set, insulin was observed leaking from the cartridge during fill, and the user could not visualize drops during fill tubing until all disposables were replaced and the process was restarted, after which insulin delivery and therapy were resumed. Symptoms included hyperglycemia with readings reported as ¿high¿ and above range for approximately two hours. Outcomes included device alarms for sustained hyperglycemia, no ketone testing, no backup therapy, no medical intervention, and subsequent stabilization of glucose. Investigation included guided troubleshooting, replacement of the connector, and then full replacement of the cartridge, connector, tubing, and infusion set, followed by successful priming and cannula fill. Investigation of this case revealed an infusion delivery failure associated with a leaking cartridge-to-connector interface that resolved after replacement of the implicated disposables, consistent with a faulty or improperly seated connector or adaptor. It was concluded, based on previously established findings for similar reports, that the cause was use of a defective or malassembled disposable component resulting in leakage and interrupted insulin delivery.